Event description:
The customer reported the system displayed a communication error. This error will cause the system to lockup or not to boot. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer directed the customer technician to reseat the interconnect cable connectors. The system operates as intended.